Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-01110 and 2134265-2014-01166. It was reported that failure of automatic pullback occurred. The ilab motor drive unit was used in conjunction with a coronary catheter intended to visualize the lesion. During the procedure, the physician made an ivus then automatic pullback unable to perform. Automatic pullback attempted twice then the procedure was completed through a manual pullback. No patient complications were reported and the patient's status is stable.